Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the coulter lh 500 instrument had a green liquid leak, on top of the counter and underneath the instrument. The volume of the leak is unknown. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and medical attention was not sought. There was no impact to sample results.

Manufacturer narrative:
A field service engineer (fse) was dispatched for this event. The fse replaced the tubing that was observed to have a hole at the pinch valve (pv43) near the drain path from waste chamber (vc1), which resolved the issue. No discrepant results were generated however a failure mode was identified which has the potential to cause differential discrepant results. As per product labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).